Event description:
Boston scientific received information that right ventricular (rv) shock impedance measurements went from 85-90 ohms to greater than 125 ohms in a six month period. Pacing impedance measurements and sensing were reportedly stable and within acceptable limits. Technical services was consulted and discussed observations. The clinician was to discuss further with the patients' physician. An invasive revision procedure was performed. This rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.